Event description:
It was reported that the patient had difficulty charging the implantable pule generator (ipg) for the past two weeks. The patients charging system was replaced and it was verified that the patients ipg was not flipped. The patient then underwent a revision procedure to replace the ipg. The patient is doing well postoperatively. Bipolar electrocautery was used during the revision procedure. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Device technical analysis: upon receiving, the ipg (sc-1232 serial number (B)(6) was in hibernation and it was fully charged. The charging time was about 3 hours. A review of the patients data found the device never had been charged fully prior to the explant with frequent charge interrupts and a low charge current, likely caused by device migration/depth/orientation or charging technique issues. The battery depletion rate was within the expected range. It passed the functional test and an electrical test revealed normal device characteristics. Instructions for use (IFU)/label review: a labeling review was performed and it did not reveal any anomalies as it states that patients should never attempt to change the orientation of the stimulator or turn over the stimulator. Patients should avoid touching the incisions of the stimulator site. If the stimulator flips over in the patients body, it may be unable to communicate with the remote control or clinician programmer. If the rechargeable stimulator flips over in the patients body, it cannot be charged. Investigation conclusion: based on all available information, engineers concluded that the ipg charging issues were likely caused by device migration/depth/orientation or charging technique issues. The device was fully charged in the lab with a proper charging method. Additionally, a review of the patients data found frequent charge interrupts and a low charge current in the field. The returned ipg passed the functional test and an electrical test revealed normal device characteristics.

Event description:
It was reported that the patient had difficulty charging the ipg for the past two weeks. The patients charging system was replaced and it was verified that the patients ipg was not flipped. The patient then underwent a revision procedure to replace the ipg. The patient is doing well postoperatively. Bipolar electrocautery was used during the revision procedure. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.